Event description:
The reporter at the user facility stated that while using the product for a central line, the patient developed a candida albicans infection, the infection site was not specified. It was reported that the patient developed a central line associated blood stream infection. The patient was on hospice care. The patient had chronic obstructive pulmonary disease and other major health issues. The patient was in the intensive care unit for "quite a length of time". The patient died. The reporter stated that she does not feel at this time that the event has any relationship to the device; the reporter could not provide a cause of death to integra at this time. The reporter stated that the central line was placed by a surgeon and sutured into place. No biopatch product was placed by the surgeon at the time of catheter placement. Some time later, the registered nurses were placing the biopatch on top of the line, not around the line and not in contact with the patient's skin. The device was not being properly used and placed by the nurses. The user facility report that appropriate inservice training is being conducted regarding correct use of the device. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.